Event description:
During investigation into the death of a vns patient, it was found that the patient had been scheduled for a clinic visit with his implanting surgeon due to vocal cord paralysis. The patient's death is reported in MFR. Report #1644487-2018-00184. Recent clinic notes from the patient's appointment with his neurologist indicated that the patient had been evaluated by an ent physician, who believed that vns had caused vocal cord paralysis. The patient's vns settings had previously been reduced due to discomfort in the patient's vocal cords and throat pain. The physician also noted that the patient felt a need to clear his throat whenever stimulation occurred. Diagnostics were within the normal limits during the clinic visit. The neurologist referred the patient for surgical evaluation to determine if there were placement problems with the vns; however, the patient died prior to evaluation and an assessment from the implanting physician could not be made. Programming history was reviewed for the generator and revealed that the device was functioning properly over the implant life of the device. No additional relevant information has been received to date.